Event description:
Consumer reports inaccurate readings on seperate occasions. One instance tested within 1 minute of one another and received different results. Analysis run on clark error grid using mean average reading (70) as ref. Point vs. Bd readings (25,115) yielded data points in the d range of the grid, outside acceptable limits.